Manufacturer narrative:
G2: country of event - japan h6: product analysis of part#9560101 ; lot# 1841060r service of reported product states, the image was cloudy during the inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from user facility via service and repair regarding an event happened during prior to use of reported product. It was reported that, there were multiple black spots in the video and images were blurred. The event was happened before use during setting. There was no patient involved, no further complications reported.